Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that while charging the pain stimulation implantable pulse generator (ipg), the patient's feet vibrated so intensely that it became unbearable. The patient noted that the stimulation was not increased at the time of experiencing the vibration sensation. The patient was advised to monitor the situation and was redirected to their healthcare provider for further evaluation if the sensation persisted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.